Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after docking, placing control points and doing the scan prior to laser assisted cataract surgery the scan came up with the cornea in the middle of the screen and the lens was only partially on the screen. The scan was repeated and the same image came up. Suction was released and the laser was inspected. The case was then completed without any issue.

Manufacturer narrative:
The service technician stated that the issue was found to be the slide on the reference arm return mirror, which was stuck at the very top of its range, causing a misalignment with the oct scan image. The service technician adjusted the slide and the issue was resolved. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the reference arm return mirror being out of alignment. How or why the assembly became misaligned cannot be determined conclusively. (B)(4).